Event description:
It was reported that during use with bd facslyric¿ 3l10c instrument carryover occurred involving patient samples. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: carryover of residual populations between samples.

Manufacturer narrative:
G.5. The event described occurred on an ce-ivd instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: based on the investigation results, the reported issue of sample carryover was confirmed. Investigation results that were performed on the indicated failure mode were the following: DHR was reviewed to ensure that the instrument met manufacturing specifications prior to release. The potential cause for the sample carryover issue was from a bad pinch valve hose and poor adjustment of sit pipe but was solved by changing the silicone hose and adjusting the sit pipe with the adjustment tool. This resolved the issue, and the instrument is running as expected. Although the instrument was used for diagnostic testing, the issue was identified and resolved before the patient sample results were used for any diagnosis or treatment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd facslyric¿ 3l10c instrument carryover occurred involving patient samples. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: carryover of residual populations between samples.